Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo and images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the catheter allegedly found to be broken during withdrawal. It was further reported that the tip of the catheter was allegedly found in the superficial femoral artery. Reportedly the broken tip was snared out. The procedure was completed by manual thrombosis. There was no reported patient injury.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the superficial femoral artery via an ipsilateral approach, the catheter was allegedly found to be broken during withdrawal. It was further reported that the rotating tip of the catheter was allegedly found in the superficial femoral artery. Reportedly, the broken tip of the catheter was removed with a snare device. The procedure was completed by manual thrombosis. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and hence, a physical investigation was performed for the catheter. During physical investigation, the helix was broken at 2.5 cm distance from the tip of the catheter. The catheter was sent with missing helix part. Therefore, the investigation is confirmed for the reported helix break issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: b5, d3, g1, h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.